Manufacturer narrative:
The patient was reported to be over 18 years old. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return, so the product analysis could not be performed; however this failure likely occurred due to anatomical/procedural factors which limited the performance of the device. Therefore, the most probable root cause is operational context. If any further relevant information is received, a supplemental MDR will be filed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during a procedure performed on an unknown date. The staff were unaware that the exit marker had come off and stayed inside the scope biopsy channel even after the scope was reprocessed. According to the complainant, during a dilation procedure performed in the stomach on (B)(6) 2015, the black exit marker was pushed into the patient when the staff used biopsy forceps on the scope. Reportedly, it was retrieved successfully with a biopsy forceps by the physician. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.